Manufacturer narrative:
During quality investigation testing, overheating was duplicated. Further investigation revealed corrosion within the motor and other component part. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core micro drill was sent in for repairs due to overheating during a procedure. The procedure was successfully completed with another device. No adverse consequence was associated with the event.